Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and no damage was observed. The sensor plug was properly seated, and no issue was observed with the sensor tail. Performed a visual inspection on the returned applicator and observed the puck carrier component of the applicator was removed and not returned. Applicator had been fired and it was observed that the loose sharp was returned damaged. No abnormalities were observed with the sharp carrier. A visual inspection was performed on the sensor pack and deformation was observed. The lid was completely peeled off; the issue was further investigated. An extended investigation was performed on the returned parts. Performed a visual inspection on the returned sensor parts and verified that the puck carrier was missing from the returned applicator, that damage/deformation was present on the platform in the pack, and that the returned sharp was damaged (broken apart just below the sharp hub). Performed a visual inspection on the returned sensor tail and found it to be mostly intact, with only a small section of the membrane missing from the sensor. The isp (inspect, sample, pack) data was reviewed for the returned sensor component and identified that the sensor tail was within manufacturing specification. It was determined that all damage on the pack and applicator, including the removal of the puck carrier, to be inflicted by the user. Similarly, it was determined that the break in the sharp likely occurred when the sharp was fully retracted from the plug due to the lack of heavy damage around the sharp slot. The retraction of the sharp means that the sharp likely did not cause any unintentional damage when entering the skin. Similarly, a lack of blood and watermark on the returned plug and sensor tail further indicates that the sharp did not cause unintentional damage when entering the skin and that the sensor may have been applied incorrectly. To this end, there is no evidence that an issue on the manufacturing line contributed to the section of membrane missing from the tail nor any of the damage observed. This issue is not confirmed. Dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain after freestyle libre sensor application which lasted more than 1 hour, and that the sensor filament remained in skin after sensor removal. The customer self-reported experiencing seizure due to this issue, and had contact with a healthcare professional who removed sensor and filament, bandaged application site, and provided painkillers. The customer stated he was additionally diagnosed with hypoglycemia but did not report of treatment related to this diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain after freestyle libre sensor application which lasted more than 1 hour, and that the sensor filament remained in skin after sensor removal. The customer self-reported experiencing seizure due to this issue, and had contact with a healthcare professional who removed sensor and filament, bandaged application site, and provided pain-killers. The customer stated he was additionally diagnosed with hypoglycemia but did not report of treatment related to this diagnosis. There was no report of death or permanent injury associated with this event.